Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of blockage in insulin flow on (B)(6) 2024. Blood glucose level was 530 mg/dl at the time of the event. Therefore, patient took manual injection and insulin pen for the treatment. No further information was available.